Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet showed a sensor failure while the user¿s dexcom g7 app continued to display glucose values, after which the user observed glucose readings recover and the failure notification cleared; the event involved signal loss to the ilet only and user education was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included complaint intake review and troubleshooting with education. Investigation of this case revealed a transient loss of cgm signal to the ilet without persistent malfunction, consistent with prior observations where communication disruption resolves and does not produce adverse clinical effects. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication issue between the cgm and the ilet.